Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: codes: health effect - clinical code - e2301 alteration in body temperature.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2024 at around 4:30 pm, the patient was soaking wet, ice cold and could not speak and finally lost consciousness and hit his head. While the patient experiencing the symptoms, the bg reading was 37 mg/dl and the cgm reading was 141 mg/dl. The spouse took the patient to the emergency department and there the patient was treated with ¿glucose water.¿ the patient regained consciousness after the treatment and after 2 hours. In addition, they performed an EKG and CT. There they took a bg reading which was 131 mg/dl and 157 mg/dl. The patient was discharged after 6 hours. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid after losing consciousness. The reported glucose values fall within the a zone of the parkes error grid after treatment. No additional patient or event information is available.